Event description:
The customer reported that the pump battery would not charge, even after trying various methods such as using different wall outlets and adapters, as well as different charging cables. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support decided to replace the pump and verified the shipping address, while the customer prepared to use an alternative insulin therapy known as mdi. Instructions were provided for returning the defective pump, and the customer acknowledged and understood the procedure required for putting the pump into storage mode before returning it.